Event description:
It was reported that a leak was observed from an unknown location on a half day infusor. This event occurred during storage. There is no report of patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation: the cause of the reported condition cannot be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one unit was available for evaluation at the plant. The red cap (non-baxter product) instead of the blue winged luer cap (baxter's product) was used on the returned unit. Upon visual inspection, leak was noted due to an untightened red cap; when the red cap was tightened, the leak immediately stopped. A functional leak test was performed by refilling their reservoir with green color water. Both the red cap and blue winged luer cap were used during the leak test. The caps were securely tightened during the leak test. After fill, no signs of leak were observed. The next day, there was still no sign of leak observed. The reported condition was confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.